Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Medtronic received information that the imaging during this implant was suboptimal and it appeared to the physician as though the frame loops were detached, therefore the physician inadvertently pulled the valve into the sub annular area. Per corevalve instructions for use (IFU), ¿when satisfactory position is achieved, withdraw the reference pigtail catheter to the ascending aorta. Continue to turn the micro knob until both frame loops disengage. Use orthogonal views under fluoroscopy to confirm that the frame loops have detached from the catheter tabs. If a frame loop is still attached to a catheter tab, do not pull on the catheter. Under fluoroscopy, advance the catheter slightly and, if necessary, gently rotate the handle clockwise (<(><<)>180°) and then counterclockwise (<(><<)>180°) to disengage the loop from the catheter tab." Inaccurate delivery/positioning difficulties are often influenced by patient anatomy and user technique. In this case the positioning difficulty most likely was due to the suboptimal imaging.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved from the targeted location, but remained attached to the delivery catheter system (dcs). A snare was then used to position the valve into the ascending aorta and to secure the first valve while implanting the second valve into the native annulus. No adverse patient effects were reported and the device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted and is not available for return. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).